Manufacturer narrative:
Correction to section b5 this programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified no abnormalities. Functional testing and baseline checks were conducted on the returned product, where it did not pass the peak amplitude test. No error or fault codes were recorded in the programmers logfile. To address the peak amplitude test, the programmer was disassembled, and a microphone anomaly was observed. When this component was replaced with a known good unit, the product anomaly disappeared, and the programmer was able to pass testing with no issues. Analysis finding of a microphone anomaly is not related to the field observation of an unresponsive touchscreen, and the reported clinical observation of a non-responsive touchscreen was not reproduced in the laboratory setting. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure, the touchscreen screen display on the model 3300 programmer froze right in the moment of disconnecting and reconnecting of the leads. The egm was still running but the display would not accept any commands. Thus, no setting adjustment could be programmed. After rebooting the programmer, the display was unresponsive to touch command. The programmer was replaced with a different one to complete the procedure. No adverse patient effects were reported. After the procedure, this programmer was rebooted, and the programmer functioned properly. The programmer was returned for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified no abnormalities. Functional testing and baseline checks were conducted on the returned product, where it did not pass the peak amplitude test. No error or fault codes were recorded in the programmers logfile. To address the peak amplitude test, the programmer was disassembled, and a microphone anomaly was observed. When this component was replaced with a known good unit, the product anomaly disappeared, and the programmer was able to pass testing with no issues. Analysis finding of a microphone anomaly is not related to the field observation of an unresponsive touchscreen, and the reported clinical observation of a non-responsive touchscreen was not reproduced in the laboratory setting. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure, the touchscreen screen display on the model 3300 programmer froze right in the moment of disconnecting and reconnecting of the leads. The egm was still running but the display would not accept any commands. Thus, no setting adaption could be programmed (pns and irregular stimulation). After rebooting the programmer, the display was unresponsive to touch command. The programmer was replaced with a different one to complete the procedure. No adverse patient effects were reported. After the procedure, this programmer was rebooted, and the programmer functioned properly. The programmer was returned for analysis.

Manufacturer narrative:
The device was not returned for product analysis. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmers liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure, the touchscreen screen display on the model 3300 programmer froze right in the moment of disconnecting and reconnecting of the leads. The egm was still running but the display would not accept any commands. Thus, no setting adaption could be programmed (pns and irregular stimulation). After rebooting the programmer, the display was unresponsive to touch command. The programmer was replaced with a different one to complete the procedure. No adverse patient effects were reported. After the procedure, this programmer was rebooted, and the programmer functioned properly. The programmer is expected to be return for analysis.

Manufacturer narrative:
The device was not returned for product analysis. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmers liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure, the touchscreen screen display on the model 3300 programmer froze right in the moment of disconnecting and reconnecting of the leads. The egm was still running but the display would not accept any commands. Thus, no setting adaption could be programmed (pns and irregular stimulation). After rebooting the programmer, the display was unresponsive to touch command. The programmer was replaced with a different one to complete the procedure. No adverse patient effects were reported. After the procedure, this programmer was rebooted, and the programmer functioned properly.